Event description:
Customer reported a misidentification when using the unicel dxh 800 coulter cellular analysis system. The printout from the dxh 800 printed the sample ID as (B)(6), however the sample tube ID was (B)(6). The customer reported that there was no sample tube with the sample ID of(B)(6). The customer reran sample ID (B)(6) and obtained correct test results and demographics. A corrected report was issued. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Printouts from the customer's lis (laboratory information system) demonstrated that the wrong demographic was assigned to the wrong patient giving "disregard results, instrument error, wrong patient and wrong results" error messages for all parameters. The dxh 800 gave no error messages. The field service engineer (fse) reviewed the dxh800 and lis printouts and found that no patient samples were assigned with the ID (B)(6). The fse scanned the barcode attached to the report for the patient sample in question and could not reproduce the issue reported by the customer. The host todo list log was requested but is no longer available from the customer; they stated it is cleared every three days due to large volume of samples the lab receives on a daily basis. Identified failure modes: failure root cause of the issue cannot be determined with the information provided.